Event description:
Litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update rec¿d 4/29/2014 - sales rep reports that the patient was revised because of metal ion levels. Doi: (B)(6) 2009- dor: none reported (right side). Doi: (B)(6) 2009; dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d 4/29/2014 - sales rep reports that the patient was revised because of metal ion levels.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs received. After review of the pfs for MDR reportability, in addition to what was previously reported, adding stem to the complaint due to alleged elevated ion levels.